Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that interrogation of the system controller revealed two pump stoppage events. The patient was asymptomatic. It was reported that the patient is doing well and was discharged home with an ungrounded power module patient cable. Additional in formation was requested, but was not provided.

Manufacturer narrative:
The reported pump stoppages were confirmed through review of the submitted system controller log file. The log file contained approximately 23 days of data ranging from (B)(6) 2017 until (B)(6) 2017. The data showed multiple pump stoppages and/or speed drops greater than 200 rpms below the low speed limit. These issues only appeared to be occurring while the system was connected to the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support and no further events have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.